Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported the patient being hospitalized with a blood glucose (bg) of 706 mg/dl with moderate ketones. Symptoms included extreme thirst, and difficulty breathing. Treatment included IV glucose. During troubleshooting, the patient that the battery compartment was cracked. This complaint is being reported as this issue may result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit , and the patient experienced hyperglycemia.

Manufacturer narrative:
A review of the complaint record indicated that the alleged issue was deemed to be one of power/intermittent power, related to the cracked battery compartment.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 12/12/2016 the device was returned to animas and evaluated by product analysis on 11/14/2016 with the following results. The black box shows an unexplained loss of prime on (B)(6) 2016 07:53, followed by manual suspends and one unexplained por on (B)(6) 2016 14:47.; deliveries never resumed. The black box shows an unexplained loss of prime on (B)(6) 2016 07:53, followed by manual suspends and one unexplained por on (B)(6) 2016 14:47.; deliveries never resumed. Battery compartment is cracked "don¿t the side at the threads". Returned battery cap has stripped threads and worn top; it is unable to fully attach to the pump; power on resets were duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24 hr duration test; no power interruptions were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.